Manufacturer narrative:
Updated fields: a2, a3, a4, b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Supplemental record will be submitted once the investigation has been completed.

Event description:
It was reported by customer that cardiosave intra aortic balloon pump (iabp) was shutdown without being powered off during use. Fault codes 111 and 118 has been observed in logs. There was no patient harm or injury.